Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported the patient also had symptoms of shaking and shivering. The hcp then did dye studies on (B)(6) 2015 and determined the dye was not getting multiple kinks during the studies. Therefore, the emergency catheter revision was performed. Once the patient was opened, the cause of the kink was "obvious". The pump was not sutured down so it had twisted the catheter in a way that caused it to kink. During the revision, the hcp started the surgery by replacing the pump segment of the catheter that was kinked. The hcp then went to withdraw from the catheter access port (cap), but they were unable to aspirate. The kink in the catheter had prevented the hcp from being able to check the patency of the entire catheter. The spine area was opened and it was noted that the spinal segment of the catheter was no longer connected to the pin. The pin was buried in the fascia and once it was removed, it was obviously bent and unusable. The hcp used a new pin and reconnected the catheter segments. The hcp was able to aspirate successfully from the cap, so the patient was closed and sent to recovery. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID :8731sc, unclear reported as revised (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The representative later confirmed with the nurse clinician that the catheter model for this patient was an (B)(4) but the model/serial number was not available. A dye study was performed but it could not be completed as drugs could not be aspirated from the cap. A roller study was done which confirmed the roller was working fine. The patient was then brought into the operating room (or) on (B)(6) 2015 for a catheter revision. When they opened up, they found the sutures were no longer in the fascia and this was likely the reason why the pump had been flipping. The pump segment was also very twisted. They also opened up at the back incision where the spinal segment and the pump segment connected and found that the two pieces were no longer connected. The surgeon revised the catheter and patient was now doing well. The pump discrepancy, flipping and withdrawal symptoms have now been resolved. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
A health care professional (hcp) reported that the patient's pump infused hydromorphone with a concentration of 12mg/ml at a dose of 12.335 mg/day, clonidine with a concentration of 40 mcg/ml and 41.116 mgc/day, and bupivacaine with a concentration of 30 mg/ml at a dose of 30.837 mg/day. On (B)(6) 2015, a volume discrepancy was also noted with the actual reservoir volume of 36 and an expected reservoir volume of 8.9. This did not occur as a result of a programming error and it was unknown if this was the first refill after the implant of this pump. The pump had been loose since implant that it flips. A sudden change in symptoms were noted as in june the patient was going through some sickness and thought that she had a bladder infection but as reported it must have been some withdrawal symptoms that were covered up by another medication. Additional information was requested for the catheter model/serial, diagnostic testing, actions/interventions, and product and symptom resolution. Should additional information be received a supplemental report will be filed.